Event description:
The collimator leaves would not close, the system has intermittent collimator iris pot error at bootup, and the preview lines were intermittent. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep verified continuity of the c-arm cable. He verified the collimator drive signals at good collimator, replaced the collimator, moved the primary collimator ring to new collimator assembly, and performed a beam alignment and collimator alignment. The system functions as intended.